Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) replaced row board cable. Upon returning to the site, a reimage was planned due to software errors preventing hardware test application (hta) from launching. Hta and the application initially did not allow login. Proxy settings were reviewed, and the proxy address noted in remote support service (rss) did not match the device manager executable. After updating the proxy address, login to hta and the application was successful. Within hta, all cubies in drawer 2.1 were released. The pyxis was shut down, and half height trays c and d were replaced. After powering the machine back on, login to hta was successful, and cubies were reinstalled row by row. Trays c and d were now reading correctly. The customer inventoried the entire drawer to confirm proper cubie operation. The original issue, where rows c and d were reading as opposite in hta and the application, was resolved. The proxy server was updated to match rss, row boards were replaced, and functionality was confirmed in hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and could not be recovered. The station was rebooted and a recover storage procedure was performed; however, the issue could not be resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.